Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the abdomen, which is an off label usage of the device. On (B)(6) 2025, the pediatric patient experienced a skin reaction with dermatitis and infection extended beyond the patch perimeter. It was reported that the patient is allergic to the adhesive and they consulted that doctor because of the dermatitis. The patient was diagnosed with an infection, and had to remove the sensor. The doctor prescribed oral antibiotic and applied an ointment. At the time of the report, the same day as the event, the patient still had the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.